Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was also reported that before the insertion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient¿s body, when inserting the dilator through the sheath, it was noticed that the hemostatic valve entered the inside. The sheath was replaced, and the issue resolved. No patient consequences were reported. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 00001279 identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11/6/2020, it was noticed that the incorrect manufacturer's reference number was submitted in section h10. Of the follow-up # 1 medwatch. The correct manufacturer's reference number is (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during preparation for an atrial fibrillation (afib) ablation procedure, the smartablate tubing set was flushed because the small bubbles did not disappear even when saline was injected into the tube. The issue was resolved by replacing the tubing. This issue is not considered to be MDR reportable since bubbles in the tubing set can be an expected part of procedure set up, and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. If this feature fails to detect air during the procedure this issue should be examined under the pump. It was also reported that before the insertion of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium into the patient¿s body, when inserting the dilator through the sheath, it was noticed that the hemostatic valve entered the inside. The sheath was replaced, and the issue resolved. No patient consequences were reported. This issue has been assessed as an MDR reportable malfunction.